Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The lcd display was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.